Event description:
An altitude alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions to clean the pump's speaker holes and reconnected the cartridge, allowing insulin to resume after wait time. The alarm did not recur, and the pump returned to normal operation, with tips provided to prevent future altitude alarms.